Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a fundoplication procedure, while introducing other instruments into the trocar, the two devices had a trocar leak. It was also reported that the trocar valves breaks easily. There was no patient injury.